Manufacturer narrative:
(B)(6). Method: the subject rt380 adult dual heated evaqua2 breathing circuit was received at fisher & paykel (f&p) healthcare in new zealand for evaluation, where it was visually inspected and analysed. Results: visual inspection found no physical damage to the breathing circuit. Leak testing confirmed the presence of a leak from the expiratory heater wire plug. Further inspection identified a defect on the heater wire plug wall. Conclusion: the reported leak was confirmed and was due to a defect on the heater wire plug wall. All rt380 adult dual heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production and those that fail are rejected. The user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. Visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use and replace if damaged.

Event description:
A distributor reported on behalf of a healthcare facility in japan that an rt380 adult dual heated evaqua2 breathing circuit failed the ventilator leak test prior to patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The subject rt380 adult dual heated evaqua2 breathing circuit has been requested to be returned to fisher & paykel (f&p) healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan that an rt380 adult dual heated evaqua2 breathing circuit failed the ventilator leak test prior to patient use. There was no patient involvement.